Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.57 volts and the charge time was 19.5 seconds. There was a concern that the battery depleted earlier than expected. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this device remains actively implanted, but was recommended for change out within ninety days of having reached eri by the boston scientific crm technical services consultant. As new information would become available, this report will be further evaluated and updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.